Manufacturer narrative:
This lead was successfully replaced and no other adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular defibrillation lead was surgically abandoned after a lead fracture was suspected due to pacing lead impedance measurements of greater than 3000 ohms.